Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The field service engineer found that the pcba and both drawer sensors were defective and auxiliary pyxi bus cable connector was very loose due to one screw missing. The fse replaced the pcba, both drawer sensors, and pyxi bus cable. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the duc1, auxiliary 6 matrix drawer failed to stay closed. There were no adverse events or injuries reported based on this event.